Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient had an alert due to out of range pacing impedance measurements and shock impedance measurements as well as high pacing thresholds on the right ventricular (rv) lead as well as noise. An x-ray was performed and nothing abnormal was noted. A revision took place and this rv lead was disconnected and reconnected to the device but the same values were noted. No measurements were taken with a pacing system analyzer (psa) before explanting the device and rv lead. The system was replaced with a competitor system and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the completed lead was returned. Visual inspection noted setscrew marks on the terminal pin. The helix was retracted. Detailed analysis noted that the distal high voltage cable was fractured 32mm from the terminal pin. The distal high voltage cable was slightly bent/kinked just distal of the fracture location. In additional damage was found to the outer insulation and the distal side of the fractured cable showed cracks, which is consistent with an overload failure.